Event description:
It was reported that the patient was having charging issue. It was also noted that despite reprogramming, the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7076396/7076406.